Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a device manufacturer representative regarding a patient who was receiving baclofen (2000 mcg/ml at 375 mcg/day) via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that there was erosion at the pump pocket. The device actually ruptured the skin. It was asked but unknown when the event began. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative, indicating that the manufacturer representative was notified of the event when the hospital called and said that there was an add on removal. The cause of the pump pocket erosion was not known, but it was noted that the patient was very thin. The pump and catheter were surgically explanted. It was not known if the pump pocket erosion was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative, indicating that the products were explanted on (B)(6) 2018 and sent to be cultured. No further complications were reported.